Event description:
It was reported the customer had a blank display. The mother stated that the display does not return after she inserts a new battery. Customer's blood glucose was 172 mg/dl. Troubleshooting found the insulin pump passed the self test. The mother also reported a blank display after receiving a new battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. Lcd board was ok. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)